Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net with the implantable cardioverter defibrillator exhibiting episodes of supraventricular tachycardia and non-sustained over sensing alerts. Upon examining the electromyogram, it was discovered that the p waves appeared at a lower sensing threshold and the p waves were very fine. This resulted in undersensing of the p waves during the atrial tachycardia episode and triggering the two alerts. The sensitivity was then reprogrammed to optimize atrial sensing. No patient symptoms were noted.